Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the company representative pressed the off button but the programmer would not turn off. The caller disconnected the power cord and the programmer would not turn off. The representative removed the battery and disconnected the power cord after a few minutes the issue was resolved. There was no patient involvement.